Event description:
A us distributor contacted zoll to report that a patient developed a open wounds under the lifevest equipment. Patient described the area as pimples leaving holes and scabs. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.